Event description:
The physician used a wilson-cook universal active cord with a snare. The report indicated during the initial use the active cord did not connec securely to the snare. The procedure was completed successfully and the active cord was not reused. Post procedure the pt's condition was reported to be fine.